Event description:
It was reported that the customer was hospitalized due to high blood glucose of 362mg/dl. It was stated that the customer had issues with draining batteries at a high rate like about every two three days. It was stated that the insulin pump could not display properly and had battery alarms. Troubleshooting was declined. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.